Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s. But a similar device is commercially available in the u.s.

Event description:
It was reported that the base of the acm syringe was broken during inserting the cement in the canal in bha. The cement was inserted enough to fill the canal, so the surgeon didn't use as spare cement and acm. Operation room was about 23c. The cement was stored in the refrigerator the operational day before. All the monomer and all the cement were used. The surgeon used the antibiotic. There was not any presence of water, saline, blood, fat etc. Present that may have affected the setting time. The cement stored in the refrigerator and the temp was not specified 12-24 hours prior to introduction into the or environment. The cement was taken out from the refrigerator just before opening the package. The acm was stored in the hospital and the temp was 23c. The setting time was 4 min and it was recorded by the operation staff with the stop watch. The powder was out in the open prior to use/mixing for about 5 min.